Event description:
Allegedly stem was loose, was easily removed and showed minimal bone in-growth. Dark "sludge" present in the femoral canal. Revised to a press fit stem. The cup was well fixed but was removed so pt could have a liner/metal head inserted into an acet. Cup fixed with screws to reduce future metal debris and future metallosis.

Manufacturer narrative:
Investigation is not complete. Add'l info has been requested. Trends will be evaluated. Event device code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2008-00187, 00189, and 00190. This event occurred in another country.